Event description:
It was reported that leakgae occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter kink 1. Where is the blood leakage coming from? Adapter hub 2. Was there an exposure to blood to patient or healthcare? Who was exposed? Patient 3. What was the route of exposure (topical/injection/mucous membrane exposure/skin contact)? Unknown."

Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 9021607 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the catheter tubing. The catheter tip was inspected and found to be acceptable and within product specifications. Next, a water/air leak test was performed and no leakage was observed coming from any component. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage/leakage was observed a definitive root cause could not be determined for this incident. The manufacturing facility has been notified of this issue and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakgae occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter kink where is the blood leakage coming from? Adapter hub. Was there an exposure to blood to patient or healthcare? Who was exposed? Patient . What was the route of exposure (topical/injection/mucous membrane exposure/skin contact)? Unknown."